Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, approximately (B)(6) 2018, product type: screening device. Product ID: 3057, lot# unknown, implanted: (B)(6) 2018, approx. (B)(6) 2018. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unkn, UDI#: unkn. Product ID: 3057, serial/lot #: unknown, ubd: unkn , UDI#: unkn. All codes apply to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urge incontinence and urgency frequency; the trial began (B)(6) 2018. It was reported the trial patient stated that his back was bleeding last night so he went to the ER and had his bandages redone. On (B)(6) 2018 the support team had the patient switch over to the left side per doctor¿s instructions and the patient was feeling the stimulation in the middle of his back, maybe dislodged the wires or migrated. The patient mentioned taking a shower yesterday and he stated the device shut off, and had issues with the belt. Patient was advised to only take sponge baths. Patient switched back to the right side, but during the increase of stimulation he feels the stimulation in the same area, center of his back. Patient has been advised to contact their clinician. Patient status was reported as alive ¿ no injury. On (B)(6) 2018 patient stated the lead must have moved when he was bending or something. Patient said the trial lasted a week and he has implant now and was doing well. No further complications were reported or are anticipated.